Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A femoral head was returned for evaluation. As returned, the femoral head has minor scuff marks on the buffed surface. Dark debris and a thread like pattern is seen in the conical taper. The condition of the taper will not allow for an accurate dimensional analysis. Scanning electron microscope (sem) was performed on the femoral head taper surface for dark debris. Results showed that the debris contained foreign elements. As stated in the report, it is unknown whether the foreign elements identified were a result of femoral taper head corrosion or biological contamination. Device history record (DHR) review indicates the device was manufactured to specifications. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to metallosis, pseudotumor, and adverse local tissue reaction, after about 10 years of the primary total hip replacement. During the revision surgery, the head and liner were removed. The liner was damaged on extraction. A head and a new liner were implanted. Attempts have been made and additional information on the reported event is unavailable.